Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for loose cap with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and loose cap was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg experienced stopper creep out or loose closure during use. The following information was provided by the initial reporter: on (B)(6) 2019, after blood collection, the customer found that 1ea tube shield has fell off before the test , resulting in the spilling and contamination of the sample to other samples (the specimen was transferred vertically by professional tube rack);in another 3 cases, the tube cover fell off during centrifugation, causing the sample to spill out (centrifugal force and centrifugation time were the same as before, which never happened). According to the unpacking and testing of the remaining unused products, in three packages (100 pieces/package), it was found that the cap of the collecting vessel was tilted and the cap was loose, with a proportion of about 10%.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg experienced stopper creep out or loose closure during use. The following information was provided by the initial reporter: on 10.17.2019, after blood collection, the customer found that 1ea tube shield has fell off before the test , resulting in the spilling and contamination of the sample to other samples (the specimen was transferred vertically by professional tube rack);in another 3 cases, the tube cover fell off during centrifugation, causing the sample to spill out (centrifugal force and centrifugation time were the same as before, which never happened). According to the unpacking and testing of the remaining unused products, in three packages (100 pieces/package), it was found that the cap of the collecting vessel was tilted and the cap was loose, with a proportion of about 10%.